Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the cassette displays no attachment. There was no patient injury reported.

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached to the complaint object. The customer stated that the pump was not in use with any patient.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 01-jul-2022 for error code 46002. The down stream occlusion (dso) seal replacement could have cause dso sensor issues, but there was no evidence of an issue with the previous repair in the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the reported "cassette displays no attachment" problem was duplicated. When a cassette was attached and the pump was started it alarmed for cassette not attached properly. Recommend replaced downstream occlusion sensor. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).